Event description:
It was reported that the customer was unsure what the issue with the stapler instrument was, it was only indicated that it would not work during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable had extra slack. The instrument was placed on an in-house system and tested and passed initialization. The grip cable with crimp fell off during testing and could not be located. The hypotube still appeared to be in place. The grip close cable broke off at the distal end. Failure analysis also observed that the instrument grip housing had coating removed at the tip, missing coating measured approximately .119. The missing coating was not in an area that would be covered by the sheath. No other damage was found. Failure analysis also observed that the pivot tube cable hole exhibited minor wear from cable but no burrs or abnormally sharp edges were observed. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing coating at the tip of the stapler, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.